Event description:
Clinical adverse event received for pain, redness and swelling in study knee. Treatment/impact: hospitalization, injected medication. Required intervention to prevent permanent impairment or damage: yes, readmission: unk (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).